Manufacturer narrative:
There were electrode pads with several different lot numbers returned for evaluation. The customer's report of adhesive problems was not replicated or confirmed. The electrodes lot 1725e was in original packaging opened, the pads were stuck to the styrene liner and the shorting wires were still connected. Inspection found that the gel was not rolled or displaced. There was some creases, they were still sticky and there was no hair or other evidence they were placed on a patient. There were no discrepancies found with DHR for this lot number. The electrodes were scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrode pads gel seperated from the pad when on the patient. There was no delay in therapy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.